Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the blood glucose had been running high. The blood glucose reading was 600 mg/dl. The customer reported that there had been a leak at the reservoir and infusion set connection, so she changed the set and treated with a manual injection. The blood glucose went up again to 481 mg/dl and the insulin pump alarmed for no delivery. The customer treated with a manual injection. The customer declined troubleshooting for high blood glucose. The insulin pump was not returned or replaced.